Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing of ventricular fibrillation and catagorizied it as ventricular tachycardia that resulted in delay of treatment. R wave measurements are below average.